Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module and the air gas module. The replaced parts were returned for further investigation. Simulated use testing of the returned o2 gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four hours. After the ventilation, the o2 gas module passed another pre-use check. However, a visual inspection showed that the nozzle unit was of an old model (agn210 + 30d) and that the filter was also old, from 2013. Simulated use testing of the returned air gas module failed the pre-use check with internal leakage test, pressure transducer test, breathing safety valve test flow transducer test and patient circuit test. It was possible to hear a leakage from the air gas module. Safety valve and paw high were active during ventilation. A small amount of liquid was noted around the filter on the outside of the filter's chamber. However, no liquid was observed on the filter itself or on the inside of the filter's chamber. In addition, visual inspection revealed that the nozzle unit was of an old model and broken (agn210 + 30d). The nozzle's feather spring was broken, leading to a major leakage which caused the reported problem. A broken nozzle can give rise to faults in the pre-use check and during ventilation with high / low pressures and volumes. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was of older design. That indicates that the preventive maintenance have not been done according to the manuals service procedures.

Event description:
Manufacturers ref: #(B)(4).